Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes; d.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard bc 20ga unit in an opened package from the material number 382533, lot number 0104250. The unit consists of the needle hub assembly with barrel and protective needle cover. Through the visual examination, the activation button is observed to be in the out position. A cured adhesive was observed on the outside of the hub and in the area between the tab of the activation button and the grip. In an attempt to depress the activation button, the adhesive between the button tab and the hub did not dislodge which in turn restricted the button from depressing. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment of adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in safety mechanism failed. The following information was provided by the initial reporter: material no: 382533; batch no: 0104250. Event description per email states: rn placing piv catheter and the safety mechanism button did not work. Needle exposed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in safety mechanism failed. The following information was provided by the initial reporter: material no: 382533 batch, no: 0104250. Event description per email states: rn placing piv catheter and the safety mechinism button did not work. Needle exposed.